Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the device would run in the wrong mode with issues oscillating. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the device would run in the wrong mode with issues oscillating. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. Additionally, it was determined during the manufacturer's device evaluation that the device would not run in forward mode and was not running in the wrong mode as previously reported.